Event description:
It was reported that during placement of an intermediate trochanteric fixation nail, the helical blade would not pass through the nail. The locking mechanism on the nail appeared to have already been engaged prior to insertion of the helical blade. The helical blade bent the locking mechanism and the surgeon removed and replaced both the nail and helical blade to complete the procedure. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 2 of 2 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the locking mechanism was stuck in the fully locked position. The tab was severely bent and almost protruding out the medial side of the 11 mm hole. Based on examination of the returned part, the locking mechanism was in the locked position when attempting to insert the helical blade. The locking tab was bent as a result and now partially blocks the 11 mm hole for the helical blade. This complaint is valid and an internal corrective action has been opened to address this issue.